Event description:
Boston scientific crm received information that this right atrial (ra) transvenous lead exhibited noise on the ra channel. Furthermore, there were out of range pacing impedances greater than 3000 ohms detected through the patient's latitude system. There was potential that this ra lead may have dislodged as it was picking up ventricular activity. The healthcare provider was already aware of the issue and it was stated that it would be further evaluated at the patient's generator changeout. No adverse patient effects have been reported. Additional information indicates that this lead was surgically capped due to high threshold and poor sensing. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this lead was explanted for an unrelated reason.